Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Attempts have been made to obtain additional information by email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported blurry vision at distance and near and no equilibrium following an intraocular lens (iol) implant procedure. The usage of glasses and a magnifying glass did not help her see any better. She had an unknown laser "wash" procedure that did not improve her vision. The doctor noticed a wound in her retina of an unknown eye during surgery, after the crystalline lens was removed. Additional information has been requested.